Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced bent cannula issue on (B)(6) 2026. The patient experienced high blood glucose levels of 350 mg/dl and event lasted for greater than four hours. The insertion was at abdomen and set had been in use for two days. The patient received treatment with manual correction.